Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 for resection of anterior exposed mesh. Also, the following procedures were performed: attempted placement of mesh suburethral sling; cystotomy, cystoscopy; removal of mesh tape; placement of urinary catheter. The patient encountered the following complications: bladder injury along the right lateral aspect of the uv angle with mesh placement in the u position. It was reported that the patient experienced extrusion, infection, urinary problems, bowel problems, organ perforation, recurrence, neuromuscular problems, vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.